Manufacturer narrative:
On receipt, the valve was inspected. There was no pannus overgrowth, no thrombus or fibrin accumulation, the valve functioned without hesitation and leaflets seated normally. It was entirely normal. We could not retrieve the clinical echo records or reop report. There is no evidence of the alleged valve malfunction, so no conclusion is possible at this point.

Event description:
Pt was fatigued. Doctor felt echo showed valve not fully closing. The valve was replaced and the pt recovered.